Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer did not recognize the stylus. The status of the programmer is unknown. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the customer comment that the device was unable to recognize the stylus as no stylus was returned with the device, however the device did recognize a known, good stylus and one was added and calibrated. Analysis further noted that the keyboard was pulling apart, it had lots of errors in the its parsing sheet and that its system fan was noisy. The keyboard and fan were replaced, the hard drive reconfigured and the software reloaded and updated. The device passed final functional and system tests and no other anomalies were found.

Event description:
It was further reported that the programmer had been returned for service and for a test and calibration procedure.